Manufacturer narrative:
Additional information: (B)(4). The review of the manufacturing record (mrr) was completed and there are no discrepancies or defects found. The evaluation of the manufacturing process record showed that there are no associated deviations or non-conformity reported in the mrr. The product was manufactured according the specifications. A historical complaint review did not identify an adverse trend. Product met manufacturing release criteria. Account returned 2 patient interfaces (pi) for lot ca00255 as they reported that one was used during the event and the other was not used. However, they were not marked which was the one used during the event. Sample 1 - visual inspection found the returned sample had white debris, particles and residue on the cone lens which indicates that the unit was handled and prepared for surgical use. Visual inspection revealed a circular scribe on the cone lens. Also, the clip returned broken off. Unable to perform functional clip inspection for one pi due to clip returned broken off. Suction testing was performed using the original syringe for the pi¿s returned and found within specification. Dimensional testing within specifications. No failure was detected. Sample 2 - visual inspection found the returned sample had white debris, particles and residue on the cone lens which indicates that the unit was handled and prepared for surgical use. We tested that the clip properly disengages the left lever handle by applying light pressure on the suction ring assembly. The clip properly disengaged. The gripper assembly passed functional clip inspection for one pi. Suction testing was performed using the original syringe for the pi¿s returned and found within specification. Dimensional testing within specifications. No failure was detected.

Event description:
Account reported that during the creation of the flap on the right eye of a hyperopic patient a tear drop shaped area occurred as the raster pattern developed. It was described that the area appeared to look like a bubble, but made it clear that it was not a vertical gas breakthrough. The surgeon completed the raster pattern and side cut, after which he unzipped the side cut to see if the flap would not lift. The doctor didn¿t attempt to lift the flap and aborted the procedure. Flap thickness was set for 120 microns, with a 8.9mm diameter flap. Surgeon reported patient had no previous scaring. As a result of the event there is no loss of best corrected visual acuity and patient experienced no harm. Surgeon will perform a surface treatment on the right eye within 4-6 weeks and left eye will be done. Two patient interfaces will be returned however, only one was used.

Manufacturer narrative:
Device has not been return at the time of this report. All pertinent information available to abbott medical optics has been submitted. Placeholder.